Manufacturer narrative:
Additional information was added: the device was manufactured from june 14, 2019 - june 17, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor underinfused. The reporter stated that at the end of the expected therapy time of 24 hours, a small amount (around 40-45 grams) of solution remained in the device. The device had been filled with 230mls of unspecified solution. This issue was identified after use of on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.